Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va159bv, implanted: (B)(6) 2017, product type: lead; product ID: 3389s-40, lot#: va19mnd, implanted: (B)(6) 2017, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device is not working properly and noted that they feel stimulation for 30 minutes and then "flopping with seizure motions." It was reported that this began at the beginning of the week. The caller was redirected to the managing healthcare provider and resource to contact local representative. Additional information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported when stimulation was turned on it caused an unpleasant sensation and dyskinesia. It was unknown what caused the issue. The rep asked the patient over the phone if stimulation was on or off (it was off) and the battery level was 3.01 volts. The plan was for the patient to see the hcp soon and keep stimulation off until that time. The issue was not currently resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the rep visited the patient and the patient reported with dbs on, it was okay at first and then random uncontrolled "flailing". Stimulation was off upon arrival. With slow titration and adjustment of stimulation, the patient was comfortable with stimulation on, efficacy present, and no side effect. Impedances were within normal range. Patient programmer (pp) use was reviewed with the patient and unit manager. The unit manager also discussed with patient dyskinesias and medication involvement. Information was relayed to neurology office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the stimulation being off was the patient turned it off.